Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/10/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. Two empty labeled winding formers and two needle-suture pieces were received for analysis. Product code sxpp1b457. During the visual inspection of the sample, no breakage suture was observed. Even though split and fraying suture were present on the surface, and the extremes appeared to be cut, likely caused by a surgical instrument. Additionally, body fluids were noted along the length of the suture. Besides that, the fixation tab section was not returned for evaluation. In addition, marks that appear to be caused by a surgical instrument were observed on the body needle. This product code sxpp1b457 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Per the sample condition, no conclusion could be reached as to what caused the reported complaint. The event described could not be confirmed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/7/2025. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - please provide lot number. - please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep). The following information was received: this item has been shipped. Tracking is (B)(4). I was at the event therefore I am answering all questions. A device has been received; however, it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a robotic hysterectomy on an unknown date and barbed suture was used. During robotic hysterectomy, while they were putting the needle inside the trocar it detached into the loop. Additionally, upon closing the vaginal cup the suture appeared frayed and subsequently broke apart. There were no patient consequences reported. Additional information was requested.